Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced dosing stopped when the pump could not connect to the sensor, and it was discovered the user scanned the freestyle libre 3 plus sensor with the libre app, resulting in an in use by another device alert. No adverse clinical symptoms reported. Outcomes included user instruction to obtain a fingerstick and enter a bg value into the pump, without any health impact reported. User support included troubleshooting and education with the user. Investigation of this case revealed a sensor-in-use conflict with another device and that the ilet could not receive glucose data due to the libre 3 plus sensor being paired to the manufacturer¿s app, leading to a replace sensor notification and dosing suspension. It was concluded, based on previously established findings for similar reports, that the cause was use error related to third-party app pairing causing loss of glucose data to the ilet.